Event description:
The account alleged that the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The account found the nurse call function was turned off. The account enabled the nurse call function to resolve the issue.